Event description:
Reportedly, this pt developed a fever with out a high white blood count and then died, after valve implant procedure. It is unknown if this is valve related or not. No further information is available.